Manufacturer narrative:
The facility has discarded the product, it is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
A report was received from a user facility in (B)(6): "the sleeve buckles at the height of the irrigation hole when being inserted into the incision. No patient impact or injury".